Event description:
The report received from the affiliate indicated that approx one (1) month after the index procedure, the pt presented with chest pain. Coronary angiography was done and revealed a filling defect two (2) mm from the proximal end of the previously implanted cypher stent. Ivus was done and confirmed the diagnosis of sub acute thrombosis (sat). The physician placed a distal protection device in the vessel, performed balloon angioplasty and placed a bare metal stent (bms) inside the cypher stent. The thrombus was caught and was visible in the distal protection device. The pt was reported to have done well post-intervention and was discharged home.

Manufacturer narrative:
The indication for the index procedure was acute coronary syndrome (acs). Coronary angiography demonstrated thrombus in the proximal right coronary artery (rca) target lesion. The lesion was reported to be: not tortuous or a bifurcation lesion, pre-existing clot present, one to one (1:1) stent to vessel sizing unk, and no calcium. The lesion was pre-dilated. A cypher select 3.5 x 33 mm stent was deployed at 16 atm. The stent was post-dilated to 4.1 mm. There was no reported dissection or untreated lesion in the vessel post-procedure. The pt was discharged home on aspirin and clopidogrel post-procedure. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.